Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram showed no presence of calcium in the vicinity of the arteriotomy. Following the procedure, the radiology technologist (rt) who is still in training to the mynx device, with the aci sales professional present, chose the mynx to close the femoral artery. The device was prepped and inflated to check the integrity of the balloon. Upon inserting the device into the patient's anatomy, the rt inflated the balloon and noted the inflation indicator was fully out, however, the device pulled through the sheath. The rt converted the patient to manual compression where successful hemostasis was achieved. The patient was ambulated and discharged with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Based on the information provided, the condition of the returned device, and the investigation performed, the probable cause of the device pull through may have been excessive tension applied to the device. The review of the lhr (lot f1112207) indicated that the mynx device met all established performance criteria prior to shipment.